Event description:
Overdelivery noted by biomedical engineering during routine preventative maintenance testing. With an expected delivered amount of 20ml, the device consistently delivered 21.2ml. Device specification requires delivery to be +/-0.8ml from expected (+/-4%). The device was not in patient use. There were no reports of any patient incidents when the pump was in clinical use. No additional information was available.